Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low glucose event while using the ilet, with blood glucose declining to 68 mg/dl for approximately 20 minutes, during which the system issued a low glucose alert and suspended insulin delivery; no back-up therapy, ketone testing, medical intervention, or external assistance was used. Symptoms included hypoglycemia. Outcomes included temporary interruption or limitation of device therapy without long-term sequelae. Investigation included complaint history review and user education and troubleshooting conducted remotely. Investigation of this case revealed that the device performed as designed by alerting for low glucose and suspending insulin delivery, and the cause of the hypoglycemic event remained unclear. It was concluded that the event was attributable to user physiology or external factors rather than a device malfunction, with no product problem identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.